Manufacturer narrative:
During a coronary angiogram with a standard ¿koroset angiodyn¿, a non-cordis stopcock with three different colored three-way valves was connected to a standard diagnostic 5f cordis catheter judkins left and vented with the hand injection syringe as usual. The stop cock pulled false air on the front luer-lock connection (or perhaps also on the turning piece directly behind it), so that in the injection syringe a blood - contrast agent air mixture was found. This attraction of false air was not noticed by the physician, so the physician injected it. A coronary air embolism resulted in immediate circulatory collapse with generalized st elevations of the patient. The air was absorbed in the coronary system by general measures and waiting and the patient recovered completely without consequences in a few minutes, so that no permanent damage occurred. The procedure was then completed without any problems with another stopcock. With this new stopcock mentioned above, which has been in use for a few weeks, the physician faced the same problem twice and also another senior physician experienced the same. However, the physician noticed the intake of air in time and did not inject. Most likely, the front fitting / luer lock thread (or the rotating piece behind it) allowed for the release of air in the system at low pressure. The three-way valves themselves were tight. The device was stored and handled per the instruction for use (IFU). The integrity of the sterile pouch was not compromised. The device was not resterilized. The device was not pulled from the packaging by the hub and there were no anomalies noted at this time. There was no excessive force applied to the device during withdrawal from package. There was nothing unusual noted about the device prior to use. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There were no kinks or other damages noted prior to inserting the product into the patient. There were no kink/bent conditions noted after device was removed from patient. The device was easily removed from the patient intact. The device was not returned for analysis. A product history record (phr) review of lot 17624012 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿luer hub ¿ catheters leakage - in-patient¿ was not confirmed since the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, procedural and handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿before use, flush all devices entering a blood vessel with sterile heparinized saline or a similar isotonic solution. Keep the catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the use of systemic heparinization. Forcibly aspirate and flush the catheter with heparinized saline solution at least once every two minutes. Complications may occur at any time during or after the procedure. Possible complications include but are not limited to the following: air embolism, hematoma at the puncture site, infection, perforation of the vessel wall¿. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the physician performed an elective coronary angiography with a standard ¿koroset angiodyn¿. For some weeks now a new non-cordis stop cock (b. Braun) with three differently colored three-way valves has been installed. This was connected to the standard diagnostic 5f cordis catheter judkins left and vented by removal with the hand injection syringe as usual. The stop cock pulled false air on the front luer-lock connection (or perhaps also on the turning piece directly behind it), so that in the injection syringe a blood - contrast agent air mixture was found. This attraction of false air was not noticed by the physician, so the physician injected it in the belief of air freedom. This coronary air embolism resulted in immediate circulatory collapse (rr 40 mmhg systolic) with generalized st elevations of the patient. The air was absorbed in the coronary system by general measures and waiting and the patient recovered completely without consequences in a few minutes, so that no permanent damage occurred. This could have potentially occurred. The investigation was then completed without any problems with another stop cock. With this new stop cock mentioned above, which has been in use with us for a few weeks, the physician faced the same problem twice and also another senior physician experienced the same. There, however, the physician noticed the intake of false air in time and did not inject. Most likely, the front fitting / luer lock thread (or the rotating piece behind it) is inaccurately manufactured so that it releases air in the system at low pressure. The three-way valves themselves are tight. The device was stored and handled per the instruction for use (IFU). The integrity of the sterile pouch was not compromised. The device was not resterilized. The device was not pulled from the packaging by the hub and there were no anomalies noted at this time. There was no excessive force applied to the device during withdrawal from package. There was nothing unusual noted about the device prior to use. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There were no kinks or other damages noted prior to inserting the product into the patient. There were no kink/bent noted after device was removed from patient. The device was easily removed from the patient intact (in one piece). There was no patient injury. The device will not be return for evaluation.